Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 26-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving infumorph 10mg/ml for a total dose of 1 mg/day via an implantable pump for non-malignant pain. It was reported the patient experienced increased pain. It was also reported that a dye study could not be completed and was unsuccessful because the catheter could not be aspirated. The patient stated that the volume of medication aspirated from the reservoir has been more than expected at the last 2 refills. It was unknown what factors may have led or contributed to the event. Surgical intervention was performed and the pump and intrathecal catheter were explanted and replaced on (B)(6) 2019. The device disposition was no return-customer discarded. It was noted the pump was near end of service. It was noted that the issue was resolved at time of event and the patient's status at time of event was alive-no injury. The patient's medical history was asked and will not be made available. The patient's weight was asked, but unknown. The event date was (B)(6) 2019. No further complications were reported/anticipated.